Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a frozen display. The customer¿s blood glucose level was unknown. The customer states the pump turn off without alarm. The customer performed self-test and it did pass. The insulin pump will not be returned for analysis.